Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with ancef (dose, route and frequency not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. It was reported thirteen days after receipt of this report, the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d06037 and h14e17080. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.